Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc further checked the subject device and found that the reported phenomenon (power up failure) was not duplicated in the normal temperature environment (25 degrees celsius), but it was duplicated in the low temperature environment (10 degrees celsius). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the reported information and the investigation result, omsc surmised that the reported phenomenon occurred accidentally due to the failure of the power supply unit, which might be caused by a part of the printed circuit board inside the power supply unit was cracked. It was surmised that the reported phenomenon was more likely to occur when the temperature was low due to the expansion and contraction of internal components by the environmental temperature change. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was not duplicated, and also found that there was no abnormality on the exterior, and the subject device functioned without any problems when connecting and operating according to the instruction manual of the subject device. The investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before use at the user facility, it was found that the subject device could not be turned the power on occasionally. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.